Manufacturer narrative:
(B)(6).

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. The patient was asymptomatic. The device was reinterrogated and normal function resumed. The patient would be monitored.